Event description:
It was reported that stent migration occurred via voluntary medwatch mw5096067. A 16x90mm vici self-expanding stent was implanted in the left common and external iliac vein on (B)(6) 2019. In 2020, the patient presented with progressive dyspnea on exertion and imaging found a migrated stent in the right atrium associated a pericardial effusion. Surgery was performed, but only 9cm of the vici stent was able to be removed. The remaining stent was stuck within the inferior vena cava (ivc) wall. Later in 2020, the patient again presented with worsening dyspnea on exertion and a pericardial tamponade requiring pericardiocentesis was found. The patient has effusive-constrictive pericarditis as a result of these procedures.